Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This supplemental report is being submitted to provide this information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported event cannot be determined, however, there was a possibility that corrosion accelerated due to chemical solution remaining in gap between the forceps elevator and l-arm, and corrosion product was detected as foreign material. The event can be detected/prevented by following the instructions for use which state:1.4 precautions: residual disinfectant solution and detergent solution may cause adverse reactions in patients. Therefore, rinse all external surfaces and channels of the endoscope and accessories thoroughly with water to remove residual disinfectant solution following disinfection and detergent solution following cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found in the air/water channel due to insufficient reprocessing. In addition, insulation threshold testing failed, the adhesive on the charge-coupled device cover lens was chipped, the adhesive on the bending section cover was chipped and floating, the connecting tube was scratched, the biopsy port was deformed, the paint was peeling from the air/water nut and suction cylinder nut, angulation was reduced and there was excessive play, the forceps elevator skipped during operation due to the pipe being stretched, the light guide cover lens was scratched, the scope cover was scratched, switch one was collapsed, the universal cord was scratched, the connector was dented, and metal powder was seen around the lever arm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent the subject device to an olympus service center for annual inspection. During inspection and testing, foreign material was found in the air/water channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.